Event description:
It was reported that patient enrolled in a clinical study underwent an initial right total shoulder arthroplasty on (B)(6) 2015. Subsequently, the patient reported experiencing vascular deficit and pain on (B)(6) 2015.

Event description:
It was reported that patient enrolled in a clinical study underwent an initial right shoulder arthroplasty on (B)(6) 2015. Subsequently, the patient reported an adverse event on (B)(6 ) 2015 of vascular deficit that has not been resolved.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.